Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided and reviewed. The firs photo shows the partial view of catheter in packaging with attached label. Lot and product information were matched with tw. Second photo shows the partial view of catheter with attached hub. The hub was noted to be crack. Leaks occur due to hub crack. Therefore, the investigation is confirmed for the reported fracture and fluid leak for one device. However, the investigation is inconclusive for the reported issue for two devices as no objective evidence was provided for one device and photo provided were not sufficient to confirm the issue for second device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a percutaneous drainage catheter placement procedure using navarre opti-drain drainage catheter. Post the procedure, on (B)(6) 2024, it was noted that the drainage catheter had a leak and further reported the catheter was broken. There was no reported patient injury.

Event description:
On (B)(6) 2024, a patient underwent a percutaneous drainage catheter placement procedure using navarre opti drain drainage catheter. Post the procedure, it was noted that the drainage catheter had a leak and further reported the catheter was damaged. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.